Manufacturer narrative:
The reported event was confirmed. A complete lead was returned in one piece with the guidewire stuck inside the lead. The polytetrafluoroethylene (ptfe) coating of the guidewire was found stripped and bunched up inside the inner coil at the connector region. The cause of the reported event was isolated to the bunching of the stripped ptfe guidewire coating inside the inner coil at the connector region, consistent with damage during use.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant. It was noted during the procedure that the physician was unable to advance the lead over the wire to place it in a stable position. An attempt to remove and re-flush the lead was made but this was unsuccessful as the wire was stuck in the lead. The lead was discarded and a new lead implanted successfully. The patient was stable.